Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that error 110e for "air flow sensor calibration data error" occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The device was reported to have software version 3.00 installed. The data acquisition (da) printed circuit board assembly (pcba) was replaced, but the issue remained. The remote service engineer (rse) recommended that the customer should replace the flow sensor assembly or gas delivery system (gds) and provided the customer with the part numbers for repair.

Manufacturer narrative:
The customer replaced the flow sensor assembly for repair, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.